Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left femoral vein using lightning aspiration tubing (lightning). After one successful pass with the lightning, the thrombus was removed. After removing the lightning from the patient, the physician submerged the tip in a bowl of saline and after clearing the tubing, the lightning was disconnected from the engine. Next, it was reported that acute thrombus had formed during stent deployment; therefore, the lightning was re-connected to the engine. When the lightning was re-connected to the engine, the indicator light turned red. Therefore, the lightning was disconnected and re-connected in an attempt to resolve the issue; however, the light was still red. The lightning tip was submerged once more in a bowl of saline to clear remaining thrombus, but the light remained red. The lightning tubing was also flushed slowly with a 30cc syringe, but the issue still was not resolved. Therefore, the lightning was no longer used in the procedure. The procedure was completed using a new lightning. There was no report of an adverse effect to the patient.